Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a stuck silence key was confirmed by baxter personnel in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary.a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter united kingdom that a colleague infusion pump experienced a malfunction of a stuck silence key. This event had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a stuck silence key was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A service history review revealed that this device has not been serviced prior to this event. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.